Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit is turning on and off. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to investigate the issue. The fse found the batteries depleted, and the unit wouldn't power on when connected to ac power. The fse also determined that the unit was in rescue mode, which was preventing the cart from recharging batteries. So, in order to fix the issue, the fse placed the unit in hybrid mode and ensured the latch was working and the console was not loose in cart. The fse confirmed the batteries were charging and requested unit to be charged overnight before use. The fse performed functional testing and safety checks. The unit passed all functional and safety tests per factory specifications, and it was returned to the customer and cleared for clinical use. 04/27/2023, additional information received stating event occurred prior to use.